Event description:
Developed a serious infection and had an open wound for over eight months. Was going to several different doctors to find out what was going on but didn't find out until august 2005 and ended up having to go thru another surgery to remove the bard kugel patch and to this day I'm still having a lot of medical problems over this. This all started febuary, 2005 with a third hernia repair with a bigger patch made by bard, inc. And the problems started before the stitches were removed. There has been several hospital stays lasting several days at a time and they have been in different hospitals trying to find out what was going on. There has been a few close calls whether I would even make it out of the hospitals.